Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On the night of (B)(6) 2025 the patient received a sensor failed error on his phone. He couldn't confirm that there was an alarm on his phone when it happened but he saw the error message. At that time he didn't feel any symptoms. He wasn't home then so he didn't do finger stick because didn't have a glucometer or a replacement sensor. The following day, (B)(6) 2025 the patient was driving home to replace his sensor and did not know what his blood sugar was and got into an accident and totaled his vehicle. He wasn't using his dexcom when the accident happened. He wasn't sure if he was feeling any symptoms before the accident happened. He did not remember getting into the car accident and doesn't remember what happened prior to it. When the ambulance took his blood sugar, he was 41 mg/dl. In the emergency room, they treated him with fluids and gave him pain medications. There was no mention about how long he stayed in the hospital or when he was discharged. As a result of the accident, he had bumps and bruises head to toe, neck pain, back pain, hip pain and a concussion and swollen hands that were x-rayed but they were not broken. At the time of the report, the patient was very sore. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be very low count aberration. No additional patient or event information is available.